Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer successfully loaded a new cartridge. The customer's blood glucose level was 311 mg/dl, and was addressed with a correction bolus. The customer resumed insulin delivery.